Manufacturer narrative:
Concomitant products: product ID 4351, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 4351, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that patient had a CT scan done due to headaches, dye was shot into the patient¿s arm, and it felt like ¿1000 needles went into her stomach¿ where the device was at. The patient felt funny and had an allergic reaction to the dye. After she got up, left, and walked around, the issue with the stimulation eased off, but she¿d never had anything like that with her stimulation before. The patient was satisfied with the implantable neurostimulator and didn¿t want to do anything that could hurt it. The patient didn¿t have nausea before the CT scan but had been feeling sick to her stomach since the CT scan. This was also a prior symptom before implant. The patient hadn¿t been able to eat very much. She hadn¿t seen her healthcare professional (hcp) since six months after implant and had an appointment scheduled with an hcp on (B)(6) 2014. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.